Event description:
On (B)(6) 2013, customer states via phone the system lost fluoro during a cystogram. The physician cancelled the case and will bring the pt back another day. There was no reported injuries.

Manufacturer narrative:
Field service engineer (fse) went on site and found the problem was caused by a damaged footswitch cable. Fse replaced the footswitch and verified proper operation per hut service checklist qssrwi4.1. Unit passed checkout procedures and was returned to service.